Event description:
It was reported that balloon rupture occurred. The 75-90% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery. A 4.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during inflation at 10 atmospheres, the balloon ruptured. The device was completed with a different device. There were no patient complications nor injuries reported.